Event description:
On (B)(6) 2013, the customer contacted baxter's technical service center regarding an unrelated issue. During the conversation, the reporter stated the patient was in the hospital and had peritonitis and blood in the drain bag. Product information, admitting diagnosis, etiology of peritonitis and blood in drain bag, diagnostic labs/tests, treatment, outcome and a causality assessment were not reported.

Manufacturer narrative:
(B)(4). Phone attempts to obtain additional information were made on (B)(4) 2013. A written request for additional information was made on (B)(4) 2013. Since the lot number is unknown, a batch review was not performed. A sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other device malfunctions that might have caused the reported issue.